Manufacturer narrative:
The device was not returned to olympus for inspection, but the malfunction was confirmed by the technical assistance center (tac). The customer contacted olympus technical assistance support (tac) via other source. Troubleshooting was able to resolve the reported allegation. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure of cable connection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had no image and wrong cable connection. There was no patient involvement.